Event description:
In 2009, the lay-user/patient contacted lifescan, alleging that a one touch ultramini meter had an "apply sample" issue. The patient indicated tht the alleged meter issue started one day prior, at 12:00 am. She did not take any actions related to diabetes treatment as a result of the alleged meter issue. An hour after the issue began, the patient claimed that she developed symptoms of a headache, dizziness, and sweating. The patient claimed that the symptoms developed, because she was unable to test her blood glucose. The patient denied receiving treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what actions the patient took before and after the symptoms developed, and when the symptoms were relieved. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with a serious injury one hour after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.